Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer stopped using the pump for insulin therapy. Customer declined troubleshooting with tandem technical support. No additional information was provided. There was no reported adverse impact.